Event description:
Following the implant procedure, the patient experienced hemoptysis. After the implant procedure, the patient developed hemoptysis forty-five minutes later in recovery and was transferred to the cardiac care unit for observation. The patient had been administered 4000 units heparin at 11:40am, 1000 units heparin at 12:00pm, and 2000 units heparin at 12:30pm, and was treated with protamine while in the cardiac care unit. As of (B)(6) 2021, the patient was stable and discharged.

Manufacturer narrative:
No device analysis results are available because the device was not returned. Review of the device history record was not possible as the lot number is unknown.